Event description:
On (B)(6) 2009, pt reported he was attempting to remove his insulin cartridge and the plunger got stuck on the piston rod. He stated when he pulled the cartridge out, insulin spilled inside the infusion device. Pt reported, it was a large enough amount to pour out. Assisted pt in detaching the plunger from the piston rod and educated on removing the cartridge by turning the infusion device upside down and letting the cartridge and plunger fall out into his hands. Pt reported he would call his doctor for instructions on using insulin this weekend. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.